Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
The sample is indicated as available for evaluation. A follow-up report will be provided once the sample has been received and reviewed.

Event description:
The procedure was started with ultrasound-guided fine needle punctures. Amplatz guide wire is inserted. After dilation with a balloon catheter, ptc catheters are inserted. When the guide wire is to be removed from the right ptc drain, it is noted that the drain hose has come off (in what appears to be a manufacturing defect) at the height of the x-ray-tight marking. However, the strings to the string lock are still intact. Trying to remove the strings, and leave the remaining catheter in the intestine, but these are stuck and the catheter backs up nicely against the puncture hole. The catheter gets stuck, subcutaneously. I make a short incision in the skin and with mosquito debris down until the catheter is visualized after which it can be extracted.